Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the returned device found that only the distal section of the device was returned and noted to be kinked and broken/fractured. A functional test could not be performed due to the condition of the returned device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was confirmed to be in good condition prior to use and was prepared per the device direction for use (dfu). The damage noted to the device is indicative of force being applied to the device during use. An assignable cause of procedural factors will be assigned to this investigation, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during procedure, the subject device wire was fractured distally. The broken wire was removed with a snare and all other components were removed completely. The procedure was successfully completed with the new devices without clinical consequences to the patient.

Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that during procedure, the subject device wire was fractured distally. The broken wire was removed with a snare and all other components were removed completely. The procedure was successfully completed with the new devices without clinical consequences to the patient.